Event description:
It was reported that pump repeatedly displayed cgm error 42 on g7 sensor despite pump reset attempts. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump with updated software.